Manufacturer narrative:
The insulin pump had a button that intermittently responded due to corroded keypad traces. No moisture damage was found on the electronic assembly during visual inspection. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons were sticking. The patient's blood glucose at the time of incident was 290 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; however, he mentioned that he sweats a lot. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.